Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bos, 17 charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection revealed four regular vf detections on (B)(4) 2015 in the period of 10:45 am to 10:49 am due to intrinsic signals. Two of that four vf episodes were successfully terminated by the device and two episodes showed an abort of the charging cycle due to return to a normal sinus rhythm as specified. There was no indication of a device malfunction. In a next step, the ICD was subjected to an electrical analysis. First, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions of the ICD to be as expected. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Afibrillation signal was applied and the device delivered a defibrillation shock as specified,documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was normal. In conclusion, the device proved to be fully functional. The inspection of the device data showed a normal and as expected device behavior while the ICD was implanted and inservice. There was no indication of a device malfunction.

Event description:
The patient expired on (B)(6) 2015 due to a motorcycle accident. The medical examiner wanted an analysis on the device to see if there were any correlations. Should additional information be received, this file will be updated.